Manufacturer narrative:
Continuation of d10: product ID 3776 lot# v009959 serial# implanted: (B)(6) 2006 explanted: product type lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 377660 lot# v009959 serial# implanted: (B)(6) 2006 explanted: product type lead product ID 355029 lot# n0043987 serial# implanted: (B)(6) 2006 explanted: product type accessory product ID 37742 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: product type programmer, patient product ID 37752 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 377660 lot# v009959 serial# implanted: (B)(6) 2006 explanted: product type lead product ID 3776 lot# v009959 serial# implanted: (B)(6) 2006 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed, but the leads were left in her back. The patient¿s ins was removed because it was not helping the patient and the patient was ¿in bad shape as far as patient¿s pain control.¿ the physician who did the surgery felt that it would be harmful to the patient¿s back to remove the leads because of the way they were embedded in there and felt it was best to leave the leads in. The health care professional (hcp) needed to know if it was safe to do an MRI. The patient experienced unrelated issues of falling and it affected her spinal fusion surgery ¿ it came loose, and the patient had a compound fracture. The reason for call was the pts ins was removed in 2008 or 2009 because in those years the ins kept flipping so the pt had major back surgery and they took the ins out but left the leads in the pt. The pt was needing an MRI of the neck and the doctor did a CT scan but did not see the leads in the pt. Caller noted that the pt have had 17 surgeries since the they got the ins. Ps reviewed MRI guidelines with the caller. Ps provided caller tech services phone number for the pts doctor to call if needed.